Manufacturer narrative:
Device not returned. An event regarding packaging damage involving simplex bone cement was reported. The event was confirmed based on photographs provided. Method & results: -device evaluation and results: no product was returned for evaluation however photographs were provided which shows damage to the unit carton pack, there appears to be staining on the front of the unit carton as well as missing print on the back of the unit carton. There are two photographs showing a deformed blister with the no tyvek lid on it. The ampoule appears broken in the blister. When the ampoule was broken the monomer leaked out causing the damage to the packaging to the blister. This damage is consistent with excessive inappropriate handling. -medical records received and evaluation: not performed as there was no patient involvement. -device history review: indicate all ten packs were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there were no other similar reported events for the lot referenced. Conclusions: the damage visible in the returned photographs is consistent with excessive inappropriate handling. Based on the event description the stores department noticed a smell coming from the box of cement. This indicates that an ampoule was broken at the time or shortly before the product was received by the customer. The liquid from the ampoule has a very strong odor and lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The stores department noticed a smell coming from a box of cement. The box was first opened in the stores department because they noticed a smell. They opened the box and pulled one vial out of the box and opened the plastic sterile packaging to find that this one vial was broken and that the fluid had leaked out. There was no damage to either the outer brown box, or to the white box that the packs of 10 come in, yet there was a hole in one of the vials.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.

Event description:
The stores department noticed a smell coming from a box of cement. The box was first opened in the stores department because they noticed a smell. They opened the box and pulled one vial out of the box and opened the plastic sterile packaging to find that this one vial was broken and that the fluid had leaked out. There was no damage to either the outer brown box, or to the white box that the packs of 10 come in, yet there was a hole in one of the vials.